Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion characteristics are unspecified and was located in a calcified unspecified location. The 2.25 x 15 m quantum maverick mr balloon catheter was advanced to the target lesion and upon the 1st inflation to 15 atms a balloon rupture occurred. The balloon was successfully removed and the procedure was completed with a different device. No pt complications or injuries occurred. The pt status is listed as 'good'.